Manufacturer narrative:
(B)(4). The customer returned one autofuser of catalog number mvbxl-cpnb af w/as 550 x 1-14ml/hr cpnb for analysis, lot a181127-pscfb000us-1. The autofuser was received in an lma pain pump and placed in a plastic bag. The balloon was empty and the inside of the pump was dry; the autoselector was set at 8ml/hr; the blue plug was missing on the male luer; the blue cover to the fill port was missing; the blue clamp was missing and glue was on the body of the tube near the male luer. The pump will be returned to the supplier's manufacturing site to perform further investigation. The reported complaint that the pain pump did not release medication could not be confirmed. The root cause is undetermined and the sample will be forwarded to the supplier to further investigate.

Event description:
A patient reported the pump infused 550ml of medication in less than 24 hours. It was reported the patient returned to the hospital for evaluation, and there were no adverse incidents or harm to the patient. Patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
A patient reported the pump infused 550ml of medication in less than 24 hours. It was reported the patient returned to the hospital for evaluation, and there were no adverse incidents or harm to the patient. Patient's condition was reported as "fine".